Manufacturer narrative:
Correction: h6: labeled for single use? No. H6: investigation summary: the customer complained of missing lids and provided photos as evidence. Samples were provided and there were indeed missing lids. According to the DHR review process, the result showed there were no issues reported like missing lid during the manufacturing process of the lot number 0187933 reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lid for the same part number throughout the last twelve months. The supplier conducted a thorough investigation and was unable to determine root cause due to potential repurposing of packaging. H3 other text : see h10.

Event description:
It was reported that sharps coll 22.7l yel au 1508 non-vent was missing lids. This occurred on 12 occasions. The following information was provided by the initial reporter: delivery contained only 3 lids for 12 collectors.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll 22.7l yel au 1508 non-vent was missing lids. This occurred on 12 occasions. The following information was provided by the initial reporter: delivery contained only 3 lids for 12 collectors.